Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD and the (non-sorin) lead were implanted on (B)(6) 2017. An infection was reported on (B)(6) 2017. Patient came to the hospital for a follow-up on 6 december 2017, and was admitted to the hospital on (B)(6) 2017. Upon interrogation of the ICD, normal functioning was observed. The ICD and the lead were explanted on (B)(6) 2017. The ICD will be returned for analysis. Preliminary analysis revealed that the ICD has been sterilized and released according to all applicable procedures.

Event description:
The subject ICD and the (non-sorin) lead were implanted on (B)(6) 2017. An infection was reported on (B)(6) 2017. Patient came to the hospital for a follow-up on (B)(6) 2017, and was admitted to the hospital on (B)(6) 2017. Upon interrogation of the ICD, normal functioning was observed. The ICD and the lead were explanted on (B)(6) 2017. The ICD will be returned for analysis. Preliminary analysis revealed that the ICD has been sterilized and released according to all applicable procedures.